Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (30 mg/ml at 17.19 mg/day) and hydromorphone (15 mg/ml at 8.598 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the pump had a motor stall on (B)(6) 2020 with a recovery 3 hours later the same day. No MRI, magnet, or emi (electromagnetic interference) was present. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.